Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿ based on the results of the investigation, it is believed that stress caused the reported event to occur. If the user applied a load on the cable such as twisting it, the cable would fail, and the image would not display. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image was displayed due to a faulty cable unit. Additionally, the camera head was equipped with a non-olympus cable, and the serial plate was missing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd camera head was not producing an image when plugged in during procedure preparation. According to the initial reporter, the intended procedure was completed using another camera and the patient's overall outcome was 'good'.